Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's left ventricular lead had dislodged. The partial dislodgment was believed to occurred years ago and was exhibiting high capture thresholds. The lead was explanted and replaced. Patient was stable post procedure.